Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned, but some images of the explanted devices were provided. From the images, no clear conclusions can be drawn. The chamfer of the metal head displays scratches and nicks, likely resulting from the revision surgery. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: dislocation of the prosthetic acetabular implant superolaterally with impaction of the femoral head within the native acetabular bone as noted. Marked osteopenia. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be established. A definitive root cause cannot be determined. Closed reduction is generally successful; however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component. When dislocated, the bi-polar component can assume a vertical position and become impinged against the natural acetabulum. When impinged, during closed reduction, the bi-polar component can experience forces greater than the lever-out forces or torque forces required to disassociate (separate) the bi-polar component from the femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Ringloc bi-polar 28x54mm item# 11-165232 lot# 822610. G2. Report source: russia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a left hip closed reduction one day post implantation due to a dislocation. Then, the patient underwent another closed reduction approximately seven days post implantation due to a dislocation. This reduction was unsuccessful due to the disassembly of the liner. Approximately nine days post implantation, the patient underwent a left hip revision. The shell, liner, and head were removed and replaced. Diligence is completed and no further information on the reported event has been provided.